Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station application was frozen. The technical support specialist (tss) dialed into the station and checked the device manager for the keyboard driver. It was found that the human interface device was missing. A hardware scan was performed, but the human interface device still did not appear. The tss proceeded to install the keyboard peripheral component interconnect (pci) and then rebooted the station. After the reboot, customer was contacted to test the login, and customer was able to log in successfully without any issues. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was frozen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.